Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Therefore, no product analysis could be performed. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documentation was provided. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
An amputation was identified during a literature review. No more information available.